Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) level of 900 mg/dl, an unspecified ketone level, and an unspecified heart issue. Reportedly, an occlusion alarm occurred. The customer delivered a correction bolus and administered a manual injection of insulin in an attempt to treat bg level. Once hospitalized, bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 11/12/2023 with the issue resolved. At the time of the report to tandem technical support, it was unknown if any permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.